Manufacturer narrative:
A sample is due to be returned for evaluation. An investigation is currently underway, upon completion the results will be forwarded. Add'l lot # 604801.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the single lumen PICC. The customer reports "the catheter noted to be leaking 1-2 cm from stabilizing wing. Catheter did not leak prior/ during and immediately after insertion."